Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2017 with the following findings: during investigation, the keypad cover was found to be intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons under responsive. The keypad cover was removed and no contamination or damage was observed to the button contacts. The pump was opened and moisture corrosion was observed found on keypad connector, printed circuit board and battery housing. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the up, down, and ok keypad buttons were found to be under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.